Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained ventricular tachycardia episodes. Upon review, these episodes were solely the right ventricular lead oversensing noise. No intervention was performed. The patient was in stable condition.